Event description:
Implant card received noting that the patient underwent a full revision surgery due to low impedance. Low impedance was first observed in pre-operation. The suspect device has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the suspect device was immediately discarded after surgery.